Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and the following functional tests were performed: the fse tested the device self-test and hardware, and checked the work interface, to make sure there was a spo2 alarm failure. The fse performed equipment leakage current and resistance tests. An electrical safety analyzer was used for safety checks. The fse found the device was working normally. The fse changed the alarm settings, and the device was returned to service. Based on the information available and the testing conducted, the cause of the reported problem was the alarm configuration. The reported problem was confirmed. The device was operational after the alarm settings were changed. The investigation identified this as an alarm configuration issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Box e: reporting institution name: (B)(6). Reporting institution phone #:(B)(6). Reporter phone #: (B)(6).

Event description:
This report is based on information provided to philips personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue x3 device indicating that there was a failure to alarm for spo2. The device was not reported to be in clinical use at the time the issue was discovered. No adverse event or harm was reported.